Manufacturer narrative:
There is a pending investigation on whether the cleaning agent chlorhexidine affects the adhesive on the sensor. There was also a communication made to sensor supplier te to determine if the cause is manufacturing related. Since the product was not returned and investigation is still pending on the sensor adhesion to determine root cause, corrective action cannot be performed at this time.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release. Follow up with the customer indicated that the device was not discarded and will be sent for examination. If the device is returned, a supplemental report will be forthcoming.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
A phone conference with the customer was made and additional information was obtained. It was indicated during that call that pushing down on the sensor would temporally improve this issue of erroneous readings. In addition, the led or light sensor was no longer in contact with the patient. The cerebral regional saturation was seen to swing between credible readings and very high numbers. Several interventions were tried to fix the issue. It was tried both with additional adhesives placed over the probe and without. It was also tried additional adhesive under the probe. The treated area was cleaned up with chlorhexidine/alcohol wipes and allowed to dry before applying the sensors. Continued communication with the hospital will be monitored for improvement.

Manufacturer narrative:
One medium foresight sensor was returned for examination. As received the liner had been removed and the adhesive side of the sensor was attached to a piece of paper. The sensor was found firmly attached to the paper. Multiple areas of adhesive surface of the sensor were peeled off during removal of the sensor from the paper. The reported event of the sensor was not sticking was not able to be confirmed because multiple areas of adhesive surface of the sensor were peeled off. The sensor monitored sto2 on hemosphere monitor without any error message. The sensor also passed sensor test. It was previously reported that the sensor was size small. The lot number is also unknown at this time, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use with a patient the fore-sight oximetry sensors, were not sticking to the patients, the probes are failing or giving unstable or clearly erroneous readings. Currently, model and lot number of the device are not available. There was no allegation of patient injury. Device return information is pending to be clarified. No further information was obtained from customer at this time, as the customer found it difficult to obtain the information due the limited service of the staff.